Event description:
It was reported that the patient expired on (B)(6) 2023. Although the cause of death was unknown, the patient outcome was reportedly not considered to be device or therapy related. Due to patient privacy laws, the managing hospital would not communicate any further patient outcome information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not conclusively be determined through this evaluation. Hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions (IFU), rev. C is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.